Event description:
It was reported by the customer "this afternoon, intermittent ECG reading when placing PICC. Another PICC placer and myself have had a look and it seems it's the connection on the connector on the PICC that fits into the sherlock. If you tilt it, the parts seem to connect better and then you get a better reading although it is still a little inconsistent. We have been able to get enough of a reading to confirm positioning." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.